Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro jaw coatings were gone. No pieces were seen in the tunnel; however, it is unknown if small fragments were left in the patient. The doctor decided that there would be more risk to find and retrieve any fragments than it was to potentially leave them. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product will reportedly not be returned to maquet cardiovascular.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Items marked "ni" are unknown to us at this time. Internal file number - (B)(4).